Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer advised they removed their insulin pump and put on an old one they had. Customer advised insulin was not being delivered and their blood glucose has been high as a result. Customer advised they change the site, the infusion set and they took the insulin pump off. Customer was advised they are using the old insulin pump at their own risk and must troubleshoot the loaner device to figure out what the issue is. Customer advised it took 4 hours to bring the blood glucose levels down to around 200 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Customer advised they will send the device back and are not using the loaner device.